Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as repair information is not available.

Event description:
The customer reported the system displayed a collimator error, and the collimator remained closed. No patient injury was reported.